Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated that the electrode pads were found to be expired. The expired pads were replaced to resolve the issue. Device will not be sent in for evaluation.